Event description:
Probe tested according to protocol, everything passed. When inserting the probe into the patient the screen went black. Reset the system 3 times, did not fix the problem.

Manufacturer narrative:
Healthtronics field service engineer evaluated device by simulated use testing and found a stress problem. The device was repaired and returned to the customer.